Event description:
It was reported that this right ventricular lead exhibited high capture thresholds, failure to capture and a fracture was suspected. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high capture thresholds and a fracture was suspected. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.